Manufacturer narrative:
The reported event of high pacing lead impedance and failure to capture were not confirmed. As received, a complete lead was returned in one piece measuring 57.8 cm with the helix retracted and clogged with blood/tissue. Visual and x-ray examination found no anomalies. Electrical testing did not find any indication of conductor or internal shorts. No anomalies were noted.

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right ventricular (rv) lead failed to capture and experiencing high pacing impedance. The rv lead was not installed and the procedure was completed using an alternate rv lead on (B)(6) 2023. The patient's condition was stable.